Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with the inflatable penile prosthesis. It failed to fill the pump as there was a loss of all liquid in the reservoir, which prevented an erection. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with the inflatable penile prosthesis. It failed to fill the pump as there was a loss of all liquid in the reservoir, which prevented an erection. No patient complications were reported.